Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fluid under the screen. Customer's blood glucose level was 76 mg/dl. The insulin pump will be returned for analysis.